Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is not shifting. Associated malfunctions for this device: sieve beds dusted, o2 nipple broken, power switch no audible alarm, pilot valve alarm and shut down.